Event description:
It was reported that patient underwent an oxford knee surgery on (B)(6) 2009. Revision procedure was performed on (B)(6) 2014 due to the patient falling down the stairs and fracturing the meniscal bearing. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown.